Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn quick suture. The client reported that in one box there were 4-5 threads which were not welded to the needle. There was no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock blocked. We have received two open samples to analyze this complaint. One of the open samples received has the needle detached from the thread and the thread is still wound on the pack. The other open sample received has the needle attached to the thread. We have tested the needle attachment strength of the open sample received with the needle attached to the thread, and the result fulfils the requirements of the european pharmacopoeia: (B)(4). However, taking into account the open and unused sample with the needle detached from the thread, and the thread is still wound on the pack, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account the defective sample received, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.